Event description:
Hosp personnel were attending to a code situation that occurred in the x-ray dept. It was reported that 2 countershocks were attempted and, allegedly, the device did not transfer energy to the pt either time. The pt was moved into the ER for the continuation of treatment; however, was not resuscitated. The rptr stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the rptr's assessment of the pt's lack of viability.